Event description:
As reported by hosp, during a PICC placement procedure in the upper left basilic, the tip of the .018" guidewire was sheared by pulling back against a needle. Another guidewire was then used to place the PICC. Two splinters of wire were found, via fluoroscopy, in extravascular tissue, muscle or skin. The hosp did not consider this event to have been caused by a product defect, but by user technique. No pt complications, other than fibers of the wire remaining in the pt, were reported. The remainder of the sheared guidewire was discarded by the hosp.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2012 navilyst medical complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "guidewire fractured/migrated." No adverse trends were identified. No sample was returned, therefore, a device eval was not possible. As the guidewire is a purchased device for navilyst medical, the supplier, (B)(4), was notified of the event via a scar (supplier corrective action request). Their review of the mfg records for the identified guidewire lot revealed no mfg or quality deficiencies in the product which would have impacted the reported event. The root cause has been determined to be end user error in pulling the guidewire back against the needle. The directions for use packaged with this device include the caution, "if the guidewire must be withdrawn, remove the needle and guidewire as a single unit." Navilyst medical incoming inspection procedures include visual inspection of the guidewire for damage or defects, as well as dimensional inspection and tip tensile strength verification. ((B)(4)).